Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-028723 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.